Event description:
The customer observed falsely elevated creatinine generated from alinity c processing module (sn: (B)(6) and provided the following data: sample ID (B)(6) creatinine initial result was 259 and repeat result was 153 mol/l. The customer reported that the result was amended and that there was no reported impact to patient management.

Manufacturer narrative:
H6 - adverse event problem updated with corrected b codes

Manufacturer narrative:
The alinity c processing module, serial number (B)(6) was evaluated. It was determined that the alinity c-series reagent probe required replacement, which resolved the customer reported event. The instrument service history review revealed no additional issues associated with discrepant results related to the customer complaint. A review of tracking and trending did not identify an increase in complaint activity for both the alinity system and the alinity c-series reagent probe with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated creatinine generated from alinity c processing module (sn: (B)(6)) and provided the following data: sample ID (B)(6) creatinine initial result was 259 and repeat result was 153 mol/l. The customer reported that the result was amended and that there was no reported impact to patient management.